Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or additional information is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device could not have a cutter inserted. The device was being used during surgery, but there were no injuries. It is unknown if there was any medical intervention or a delay in surgery. There was no additional information provided.